Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had air bubbles in the reservoir. Customer has tried the new reservoir but is still experiencing air bubbles. Customer did not have air bubbles at the time of the call. Customer will be sent a new return envelope for the reservoirs to be returned.